Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead fell. The patient was brought into the clinic and a system interrogation was performed as a yellow alert was detected through the remote monitoring system which revealed out of range pacing impedance measurements greater than 2,000 ohms. It was further reported that the thresholds had increased. The configuration was changed to lv tip to coil and normal impedance (400-500 ohms) and thresholds were observed. There was no noise seen on the lv electrogram. It was believed that there was an anomaly with the lv ring. A connection issue was ruled out as there is no setscrew for the lv ring. No adverse patient effects were reported. At this time, no further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient will continue to be followed via the remote monitoring system and clinic visits. No surgical procedure has been scheduled at this time.